Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter was reporting that her mother's insulin pump was missing the cap on the reservoir. The daughter stated her mom was unable to use the insulin pump without it. The customer also mentioned she was hospitalized but it was not due to the insulin pump. The customer stated her hospitalization was diabetes related. No additional information provided.